Manufacturer narrative:
Medwatch sent to FDA on 03/09/2016. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "swelling, lump formation, hardness, and granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration. Refer to the adverse events section for details." Precautions: "the safety and effectiveness for the treatment of anatomic regions other than facial wrinkles and folds (eg, lips) have not been established in controlled clinical studies." "Juvéderm ultra plus xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured." Adverse events: "the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm® ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache. Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain. The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of nodules generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaid¿s, antibiotics, steroids, and hyaluronidase. In most cases nodules resolved within 1 month." "The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Healthcare professional reported after injection with 1 syringe of juvederm ultra plus xc in the left dorsal hand, the patient experienced "similar swelling and lump formation" that was previously reported for a separate event. The event occurred approximately 2 months after injection at the injection sites. A punch biopsy was performed 11 days after onset; results confirmed "hyaluronic acid with associated granulomatous inflammation infiltrate." Hardness was also noted in the granuloma. No treatment has been provided. Patient takes "over the counter vitamins" concomitantly.

Manufacturer narrative:
Medwatch sent to FDA on 5/6/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Healthcare professional reported after injection with 1 syringe of juvederm ultra plus xc in the left dorsal hand, the patient experienced "similar swelling and lump formation" that was previously reported for a separate event. The event occurred approximately 2 months after injection at the injection sites. A punch biopsy was performed 11 days after onset; results confirmed "hyaluronic acid with associated granulomatous inflammation infiltrate." Hardness was also noted in the granuloma. No treatment has been provided. Patient takes "over the counter vitamins" concomitantly.